Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was not returned for additional evaluation or investigation. A definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
During communication about a patient's recent issues, representative stated that they underwent a catheter revision previously due to underinfusion volume discrepancies. At the patient's first refill appointment, an underinfusion volume discrepancy was observed. The expected volume was 5ml and the actual aspirated volume was 19ml. Three months later, another underinfusion volume discrepancy was observed as the expected volume was 9.2ml and the actual aspirated volume was 19ml. A few weeks after this discrepancy, a dye study was performed and the physician stated that the catheter looked good. The next time the patient was seen, another underinfusion volume discrepancy was observed. The expected volume was 7.2ml and the actual aspirated volume was 18ml. Over two months later, the patient returned for another appointment and another underinfusion volume discrepancy was observed. The expected volume was 9.2ml and the actual aspirated volume was 18ml. The patient underwent a catheter revision around a week later. Email communication from the patient stated that the catheter was twisted.